Event description:
It was reported that during a hemorrhoidopexy procedure that the device did not cut. There was an incomplete staple line. No further information is available. There was no adverse patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.